Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) remained attached to the distal tip of the delivery shaft and did not deploy during use. Hemostasis was achieved with manual compression. There was no reported patient injury. Following an emergency thrombectomy procedure, the device was used to seal the femoral artery puncture site. Standard operational steps were followed, including observing cessation of pulsatile blood flow, retracting the delivery system while monitoring the indicator window, and pressing the plug release button once the indicator window turned completely black. After a ten-second wait, the system was withdrawn, and it was observed that the plug had not been released. The procedure was performed using a retrograde approach during an interventional procedure. Femoral artery suitability and vessel diameter =5 mm were confirmed by angiography, with no visible calcification, plaque, stenosis >50%, stent presence, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site, while prior closure within 30 days was unknown. No difficulty was reported when connecting the vascular sheath introducer. The deployment button was fully depressed, and the device along with the sheath introducer was removed as a single unit. Upon removal, the plug was found within the delivery rod, partially deployed with part of it outside the shaft, and the indicator wire was not visible. The device will be returned for evaluation.